Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional patient information was received.

Manufacturer narrative:
No photographs, imagery, or devices were returned to edwards lifesciences for evaluation. Due to the unavailability of the device, visual, functional, or dimensional analysis was unable to be performed. Per the report, the valve was deployed with 1cc of additional inflation volume. Per the IFU, the delivery system requires a prescribed volume for thv deployment and proper valve function. Over expanding the valve with additional inflation volume could damage the leaflet, restricting the leaflet from proper coaptation and leading to a central leakage. Although a definitive root cause could not be determined, available information suggest over inflation of the deployment balloon may have contributed to the reported event. Since no manufacturing/product non-conformances or labeling/IFU/training deficiencies were identified, an fmea assessment is not required. Since no photographs, imagery, or devices were returned, the complaint for valve ¿ regurgitation ¿ central leak was unable to be confirmed. A review of the device history record (DHR), lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Although a definitive root cause could not be determined, available information suggest over inflation of the deployment balloon may have contributed to the reported event. Since no labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the occurrence rate did not exceed the (B)(6) 2018 control limits for applicable trend categories, no corrective or preventative action is required at this time.

Manufacturer narrative:
Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. The device is not available for evaluation as it remains implanted in the patient. In this case, the cause of the central regurgitation was unknown. However, procedural factors (additional inflation volume used to deploy the valve) may have been contributing factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), after the implant of 20mm sapien 3 valve with 1cc of additional inflation volume, echo showed a 2/4 central aortic insufficiency. A second 20mm sapien 3 valve was successfully implanted within the first valve and no residual paravalvular leak or central aortic insufficiency was observed. The cause of the central regurgitation was unknown. The patient¿s native annulus measured 360mm and was severely calcified.